Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was intermittently not functioning as intended. Customer had low blood glucose (bg) levels reaching below 70 mg/dl. Customer addressed low bg levels with orange juice and candy. Reportedly, the wake button was "inconsistent, but worked most of the time".